Event description:
Consumer alleges she was transporting a lift chair from the dealer and had the base of the lift chair in the bed of her truck. She alleges the lift chair caught fire and allegedly destroyed the chair and her truck.

Manufacturer narrative:
Per insurance adjuster: it appears the fire started from an outside source other than the lift chair which was not plugged in and the electrical components of the chair including the batteries were not in the area of origin. Updated the date of production.

Event description:
Consumer alleges she was transporting a lift chair from the dealer and had the base of the lift chair in the bed of her truck. She alleges the lift chair caught fire and allegedly destroyed the chair and her truck.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.